Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the complaint was not confirmed by failure analysis. In remote fe, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where relevant testing was passed within specification. Once testing was completed, the yaw motor module was inspected, but no faults could be identified. No product issue was identified. The reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The usm was visually inspected and evaluated for its mechanical and electrical characteristics which showed no issues. However, based on the customer-reported event characterizing the usm mechanically stuck at the yaw axis, failure analysis attributes a potential cause to be the brake component within the yaw motor module subassembly of the usm. As a precautionary measure, the yaw motor module in this usm was replaced.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, unexpected bleeding occurred and universal surgical manipulator (usm) 1 was "mechanically stuck on yaw axis." The surgeon initially undocked usm 1 to "quickly" verify its movements but then decided to fully undock. The customer attempted to resolve the issue outside of the sterile field by powering down and performing a restart. The procedure was converted to laparoscopy due to unexpected bleeding from the left internal mammary artery that occurred during tumor dissection. However, this bleeding was confirmed to not have been caused by an intuitive surgical, inc. (Isi) product or any unintuitive motion. The estimated blood loss was less than 50 ml, and hemostasis was achieved by applying compression to the artery and using a third-party ligasure instrument once converted. The patient did not require a blood transfusion, and the patient did not experience any clinical instability or serious deterioration and is said to be currently stable. There were no additional ports or increases to port incisions for the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. Isi did receive the da vinci product involved with this complaint; however, the failure analysis evaluation has not been completed. The event investigation is in progress.